Event description:
It was reported that at the start of the procedure, the laser key did not work properly. It was noted that the medical staff inspected the equipment prior to the procedure and found the issue, so no surgery was carried out. The patient was present and sedated when the procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the start of the procedure, the laser key did not work properly. It was noted that the medical staff inspected the equipment prior to the procedure and found the issue, so no surgery was carried out. The patient was present and sedated when the procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.